Event description:
Emergency room visit, initially thought it was a high blood pressure problem. After a second emergency room visit it was determined it was severe asthma (bronchial spasms). Appointment with a pulmonologist-diagnosed with severe asthma.